Manufacturer narrative:
The product has not been received for analysis. Without the receipt of the product, no definitive conclusion can be made regarding the clinical observation. If the product is returned, or if additional information is received, a supplemental report will be submitted.

Event description:
Medtronic received information that following implant of this annuloplasty ring in the tricuspid position, this ring was explanted and replaced with a bioprosthetic tricuspid valve due to severe regurgitation. Following the replacement procedure, the patient remained intubated in the intensive care unit (ICU) for one week and one day due to cardiogenic shock with right ventricular failure, kidney complications, metabolic acidosis, chronic atrial fibrillation (afib), and pulmonary hypertension. These conditions were not attributed to the device. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.